Event description:
It was reported that an ilet user experienced recurrent restart 41 alerts and repeated ¿unable to proceed¿ errors during a supply change, including an unsuccessful dry run, consistent with an insulin absolute range error and a device malfunction requiring device replacement. Symptoms included no reported adverse clinical effects. Outcomes included user interruption and inability to complete therapy on the affected device, with the user utilizing a form of backup therapy and wearing a libre 3+ sensor. Investigation included customer support troubleshooting, review of device notifications, attempts to complete the supply change and dry run, and education on device management and report syncing. Investigation of this case revealed persistent restart and proceed errors indicative of a malfunction related to insulin delivery control, with no additional contributory alerts observed. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction during supply change with an absolute range error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.